Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8th june 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, its suture broke when retrieving it. All the broken pieces were retrieved from the patient. This was detected during a posterior cruciate ligament reconstruction of the right knee surgery on (B)(6) 2026. The procedure was completed successfully by using another new tightrope. There no patient harm and no secondary procedure needed.